Event description:
On (B)(6) 2014, a 1104b (intracranial monitoring probe) was inserted at 1pm. On (B)(6), 2 hours after the first one was inserted, the probe was reading negative values. A recalibration of the probe was done, however, there was no improvement. The monitor was changed but the signal was lost. Five hours later on (B)(6) 2014, the probe was changed and the problem resolved. The patient did not incur an injury because of these issues.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.